Event description:
A pixel issue was reported on the pump display, affecting the customer's ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer acknowledged instructions to put the pump into storage mode and return it within ten days using a pre-paid label. In the meantime, the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.